Event description:
The customer reported that as a result of a missed alarm a patient required CPR. Investigation into the event was conducted and it was confirmed that alarms did trigger for the patient at the time of the event at both the bedside monitor and the xhibit central station. The bedside monitor and command module were removed from use for further evaluation at spacelabs healthcare. A product support specialist (pss) set up the xprezzon monitor and confirmed everything was working correctly. It was noted that the monitor was set to the minimum alarm volume. No malfunctions were identified with the central station or bedside monitor and alarms were confirmed to have triggered during the event.